Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had a turon total, he fell and tore his rotator cuff which required a conversion to a reverse shoulder.